Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 20-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The impella device failed on day nine of support, followed by a pump stop and motor current high alarm. The impella device was explanted and the patient remained on support.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Impella 5.5 was returned for evaluation. Upon visual inspection, a large biomaterial was observed on the impeller blade but not covering the purge gap. The pump was able to purge successfully in a bucket of water. Pump was attempted to run multiple times with a pump stop occurring each time. Data logs were reviewed and right logs at end of case show saturated flows with sporadic changes in motor current and motor speed with multiple motor current spike occurring before pump stop occurs. Additionally, purge pressure was high at time of pump stop. Clinical details noted that patient was receiving lot's of transfusions due to blood loss unrelated to the impella and pump was attempted to be repositioned when pump stop occurred. The root cause of the pump stop is due to biomaterial ingestion. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use during cardiogenic shock in the following sections: section: direct aortic insertion. Section: using the automated impella controller with the impella catheter. Section: impella stopped. Added- b5 mso review, d9 device return date added d6a/d6b. F6/f8-should have been left blank in the initial report.

Event description:
It was further reported that the patient expired sometime after explant. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there was not enough information to associate use of the device with the outcome.